Manufacturer narrative:
The investigation was completed investigation summary: hematuria: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the issue could not be determined without the returned product for investigation and sufficient clinical details. Low or blocked pump flow: the cause of the issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Device history lot: device batch: 1958336. Device history batch: subcomponent lot: na. Device history review: the pump sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
A6. Race is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 77-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai stage e and a history of prior coronary artery bypass grafting (CABG). During support, hematuria was observed, and the provider was notified. Transthoracic echocardiography demonstrated the impella pigtail positioned against the papillary muscle with the inflow visualized close to the mitral valve. Multiple attempts were made to reposition the impella catheter, resulting in some improvement in positioning; however, the device was not able to be fully repositioned off the papillary muscle. During these attempts, there were intermittent suction alarms, and several aortic placement alarms. The only documented patient harm was hematuria. The patient was transferred to an outside facility for a higher level of care. The patient subsequently expired, and the impella pump was reportedly disposed of by the receiving facility. The reported events are hematuria, device in wrong position, low pump flow, and death. The hematuria may plausibly be related to patient-specific factors, critical illness, anticoagulation requirements, and device positioning; hematuria is a known risk described in the instructions for use for impella support. The death is being conservatively reported to the impella cp; however, based on the available information, the device is unlikely to have contributed to the patient¿s death, which is more plausibly attributed to the severity of the underlying ami/cgs (scai stage e) and the patient¿s overall critical condition in the setting of prior CABG.